Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low pacing impedances and high pacing thresholds. A revision procedure was performed and this rv lead was repositioned. After the repositioning the lead had excellent, sensing, impedances, and thresholds. The patient is not pacemaker dependent and there were no additional adverse patient effects.